Event description:
Pt had bioabsorbable screws placed to shoulder. One screw came loose and was "floating" around in shoulder joint. Pt returned to or to have it removed. Screw started to absorb but then fell out of area where it had been implanted. Second surgery performed 1 year 8 months post operatively. Medwatch report states device was returned to the distributor in 05. Device has not become available to arthrex for eval. This device is used for treatment.